Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Companion samples were received yesterday and will be evaluated and documented in the complaint record. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that after having product removed and ending her period, she notices white pieces expelling from her body. She states this has been happening for 3 months.